Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. Damaged syringe. X1.

Manufacturer narrative:
H6: investigation summary: seven photos and ten actual samples were received by our quality team for evaluation. From the returned samples, barrel and tip damage was observed on one sample. It was observed that one sample was not manufactured at tuas, the two samples that belong to bd were not observed with any damage on the syringe tip and were subjected to tip od and tip taper dimensional measurement. The samples passed inspection. A device history record review found no non-conformances associated with this issue during production of this batch. For the barrel damage, the team investigated different sections of syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel damage could have occurred at the assembly machine. At the syringe assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the defected sample not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. For the empty package, the possible root cause could be at primary packaging. During the changeover from the bottom web or top web, there were no parts inside unit blister, and secondary production technician failed to remove the empty blisters. The nonconformance could have been escapees resulting it to flow to secondary packaging machine. The production technicians have been retrained and steps to remove all parts from the case carton and check and remove all empty pockets from the case carton have been added to the training. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. Damaged syringe. X1.